Manufacturer narrative:
(B)(4). The act, esc and arrow buttons responded intermittently due to flattened button dome switches (no crease). No unlock on j2/lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm or battery out limit alarm noted. The pump was monitored and no buzzing sound anomaly noted. The pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via telephone call that their insulin pump was displaying battery out limit and had cosmetic damage. Customer indicated the batteries were out of the pump for longer than allowed by the pump. Damage reported was a crack on the battery threads. Blood glucose was unknown at the time of call. The device will be returned for analysis.